Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Problem code 2907 captures the reportable event of carrier detachment. Manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical, 2301 centennial boulevard, jefferson in, 47130 USA. An examination of the returned capio slim suture capturing device and mesh assembly was performed. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On both dilators, no damage was noted; the darts and sutures were intact. A portion of the carrier on the capio slim suture capturing device was broken off/detached from the device, confirming the complaint. The detached portion was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint investigation conclusion code selected for the carrier break issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken" and is now closed. Per root cause investigation, "it was determined that material brittleness is the root cause to the carrier breaking, as evidenced by the brittle cracks in the material detected in the complaint units. The material brittleness is an inherent property determined by the heat treatment used for the parts."

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during procedure, during the first deployment of the device on the patient's right side, the dart did not penetrate the tissue. When the physician pulled out the device, it was noted that the capio carrier detached. Reportedly, the detached carrier was found in the device. The procedure was completed with another uphold lite w/ capio slim. There was no impact or consequence reported as a result of the event. The patient's condition after the procedure as reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during procedure, during the first deployment of the device on the patient's right side, the dart did not penetrate the tissue. When the physician pulled out the device, it was noted that the capio carrier detached. Reportedly, the detached carrier was found in the device. The procedure was completed with another uphold lite w/ capio slim. There was no impact or consequence reported as a result of the event. The patient's condition after the procedure as reported to be stable.